Event description:
The pt required a revision of her total knee due to pain, when surgeon was removing the implants he noticed the tibial stem cat # 5114-001-12 had broken off the tibial plate cat# 5114-044-21.